Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog number unknown / not provided . D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant screw broke at tooth site #30. Therefore, the implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one (1) portion of the unknown zimmer screw for evaluation (images are attached). Visual evaluation of the as returned device identified the fractured screw portion stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems, ifu4894 rev. 6 - 08/19. Information identified: contraindications, precautions, and adverse effects. Based on the investigation and risk management file review as per rmf rm-002p3 rev.10, the most likely root causes determined from the investigation are excessive loading on abutment/implant assembly (customer error or patient factors.) Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.